Event description:
It was reported that during a diagnostic laparotomy with hand assisted whipple, the atw45 device delivered an incomplete staple line. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.